Manufacturer narrative:
The reported broken needle was returned to conmed for evaluation. Visual inspection of the returned device confirmed the report of "broken". Both pieces of this needle were returned and bending was found. A probable cause for this reported device failure is misuse in hard tissues, which will cause the needle to bend. A two-year review of complaint history found 32 similar reported failures for this device family. In that same time frame, 28,731 units have been sold worldwide. A risk analysis was performed and the risk was deemed acceptable. The instructions for use advises the user of the following. Device is not to be used on bone or similar hard tissue whether used arthroscopically or in open surgery the suture passer must be used under direct visualization avoid lateral stress on the needing as this could cause device breakage if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result this confirmed failure type will continue to be monitored through the complaint system.

Manufacturer narrative:
Manufacturing date and UDI number have been added.

Manufacturer narrative:
The used/damaged spectrum autopass needle has not yet been received for an evaluation. Once this device has been received, an evaluation/investigation will be performed and a follow-up report will be filed.

Event description:
The sales representative reported during a rotator cuff repair, the spectrum autopass needle was being used to pass suture through 4mm allograft material. After approximately 9-10 passes of the needle through the material the needle broke. The broken portion of the needle was retrieved. The procedure was completed using another spectrum autopass needle. There was no patient injury or surgical complication as a result of the needle breakage. This report is filed on the basis of a malfunction with potential for patient injury with recurrence.